Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented the emergency room after a syncopal episode. A device interrogation revealed noise exhibited by the right atrial lead. A subsequent chest x-ray showed that the lead was fractured. The patient was scheduled for replacement and the lead was explanted. The patient was stable.